Event description:
Four minutes after the radio frequency ablation procedure started, the output was at 80w when an error in the impedance reading occurred and the ablation stopped. Hh (indicating a temperature > 99 c) was displayed and then disappeared. In the status window, "impedance over 1000ohms press timer reset" was displayed. The doctor tried to re-start ablation but failed due to the continued impedance error. The procedure was aborted. The pt was reported as ok.

Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.